Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a 59mm abdominal aortic aneurysm. It was reported that during the index procedure, the contralateral leg of the bifurcate didn't release and expand so no blood could flow through this portion. The physician converted to open repair to explant this bifurcate. A non mdt stent graft was implanted alternatively. As per the physician the cause of the event was anatomy and noted a narrowing at this part of the patients vasculature. No additional clinical sequelae were provided and the patient will be monitored.